Event description:
The following was reported by field sales associate: the field sales associate (fsa) was made aware of a number of gore® acuseal vascular graft delimitation¿s throughout the year at (B)(6) hospital. Some patients had a second acuseal implanted which also went on to delaminate. These all seem to have taken place in grafts which were implanted in surgeries from end of 2023 into 2024. Although the surgery took place at (B)(6), the patients attended various different dialysis centres around glasgow. The fsa is in contact with the hospital to get further information.

Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code ¿other¿ was selected as no device was returned (information requested). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore through a field sales associate: on (B)(6) 2024 a gore® acuseal vascular graft was implanted for dialysis access creation together with a hero graft. 97 days after the implant, on (B)(6) 2024, device delamination was observed. The area of delamination was noted to be on the main body, and the graft was never cannulated. The delamination was observed upon investigation of unspecified symptoms. The delamination was treated with pta. At an unknown date; the device was abandoned.

Manufacturer narrative:
H3 other code: as the device was abandoned, no further investigation of the device can be performed. Product history review: a review of the manufacturing- and heparin coating- records indicated the lots met all pre-release specifications. A formal investigation was initiated on (B)(6) 2025. This investigation will include a CAPA request to determine if corrective or preventative action is required, an assessment of risk documents, a complaint query, and a detailed manufacturing review. Gore is prioritizing the investigation to ensure a swift and thorough resolution, recognizing the critical importance of patient safety. We are working diligently to determine the outcome of the analysis. The investigation will be finalized by 19 june 2025, and final conclusions will be provided thereafter.

Manufacturer narrative:
E1: added physician details.

Manufacturer narrative:
A field action for the acuseal vascular graft has been released in response to reports of an increased rate of delamination. This field action will consist solely of an urgent field safety notice (fsn); no product will be removed from the field. Reason for the fsca: in (B)(6) 2025, a UK physician reported that his group observed a 22% delamination rate (12/55 cases) over the period of 2022¿2024, which was higher than their historical rate of approximately 5%. For comparison, gore¿s complaint data indicate a global delamination rate of ~0.2%, while published literature reports rates ranging from ~1% to 10%. While delamination is a known failure mode, the reported rate and the suggestion that something had changed prompted gore to initiate a thorough investigation. The investigation included a review of process, materials, and equipment records for all affected lots, confirming that all requirements related to delamination risk were met. No design or manufacturing deficiencies related to delamination were identified. A risk-benefit analysis was also completed, reaffirming that the benefits of the device continue to outweigh its risks, with no new harms identified. However, the review determined that updates to the instructions for use (IFU) are warranted. Specifically, the IFU will be revised to: include additional use errors that may contribute to delamination, and add delamination to the device-related adverse events section. The fsn will be used to communicate these IFU changes and highlight the factors that may contribute to delamination.